Event description:
Caller reports the pt tested 5.6 inr on the coaguchek s system and 3.38 inr on a comparison lab. No adverse events reported. No treatment info provided. Requested return of suspect system and replacement sent.